Event description:
The customer reported that they processed a gif-160 scope in their evotech endoscope cleaner and reprocessor using the incorrect settings. The gif-160 scope was processed using the bf-160 scope program instead of the gif-160 scope program. The scope was used on a patient; however, there was no harm or injury reported due to this event.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the health hazard evaluation and system hazard use and misuse analysis. The DHR for the evotech was reviewed and no issues were noted. The service and complaint history for the evotech endoscopic cleaner and reprocessor was reviewed for six months and there was no similar issue with the unit. Trending analysis for "scope connection" was completed for (B)(6) 2010 and there is not a significant trend. The shuma (system hazard use and misuse analysis) was reviewed. The highest risk number falls in category ii, or "as low as reasonably practicable" risk. The issue was due to user error as the customer chose the incorrect scope to be processed in the evotech system. A review of the evotech ecr user's guide found that "starting a cycle with a required ID", the user is to "confirm endoscope selection. If the wrong endoscope is selected, the system may not process the endoscope correctly, resulting in a cancelled cycle." This indicates that the user is responsible for selecting the correct endoscope to be processed. Failure to do so indicates that the user's guide was not followed.

Manufacturer narrative:
Ni

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the CAPA; the technical bulletin, the revised system hazard use misuse analysis and the health hazard evaluation. The CAPA action updated the evotech software to require customers to select the endoscope manufacturer and endoscope model number that they are setting up. This would eliminate the possibility of a default selection. The technical bulletin was then released, requiring the mandatory update of the software such that this type of error cannot reoccur. The shuma was reviewed and reassessed for the hazards associated with selecting the wrong scope. The highest adjusted risk was 8 (severity of 4 with an occurrence of 2), which is in category ii or as low as reasonably practicable. An hhe was initiated referencing the risk found in the shuma, which identifies the issue and quantifies the risk as acceptable. The hhe also indicates that no trend exists for this type of user error, which implies that the evotech user's guide is effective in indicating how a customer is to enter scope information into the evotech database. The issue is attributed to user error.